Event description:
Arjo was informed about the event involving the enterprise 9000x bed. It was indicated that the bed moved unintended. It is not known if the patient was on the bed at the time of the event. No injuries were reported.

Manufacturer narrative:
The device inspection performed by an arjo representative after the event did not allow to recreate the complained malfunction. The enterprise 9000x bed passed the functional test and no malfunctions were found. The customer's allegation was not confirmed. Arjo device failed to meet its performance specification since the bed moved unintended. It is not known if the device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement. No injury was sustained.